Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2014, dtba1d4 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead dislodged. The leads were successfully repositioned and remains in use. The patient was a participant of the post approval network cardiovascular group study. No patient complications have been reported as a result of this event.